Event description:
Per the clinic, the patient experienced skin infection at the implant site. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). The patient underwent abutment removal under general anesthesia on (B)(6) 2022.